Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. This causes the jaws not to articulate correctly. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure that tip of the force bipolar instrument would not articulate correctly. The jaws of the instrument were unable to be closed. The procedure was completed with no reports of patient injury.